Event description:
(B)(4) has received a complaint from the pt's daughter about an incident involving a pull cord alarm allegedly distributed by (B)(4). It is reported that the alarm was used on the pt by his family as an alert device if the pt is about to wander at night. In the first night of using the alarm, the pt allegedly got out of bed and fell without triggering the alarm. It is alleged that the pt broke his arm and passed away a few weeks later due to complications. The serial number of the alleged product has never been reported to (B)(4), therefore the MFR of the product cannot be identified. This MDR report is based on the pt complaint.